Event description:
On 10/5/98, the MFR rec'd medwatch report from the FDA that states the following. Device removed due to infection. Implanted 7/30/98, removed 8/24/19998. On 10/6/98, the MFR's rep sent a written communication via a fax to the facility's director, materials management requesting clarification concerning the date of event (8/31/98) and the date of explant (8/24/98) given on the medwatch report rec'd from the FDA. On 10/14/98 the facility's director, materials management informed the MFR's rep via voice mail message of the following: the event date should have read 8/24/98 and the report date should have read 8/24/98 and the report date should read 9/10/98. Additionally, he stated that the device was available to be returned to the MFR for analysis. No further details were provided at this time.